Event description:
It has been reported to the co that the packaging of this device was defective. Reportedly, "the plastic retainer that holds the hub and the hoop was detached, when the package was opened the product fell out, affecting the sterility. There was no pt involvement. The device is being returned for the co's analysis.